Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead alerted for high impedance on the rv defib coil. The rv coil impedance had risen slowly since implant. The lead remains in use. No patient complications have been reported as a result of this event.